Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removing the specimen, the bag tore/ broke. A part of the bag broke off and fell into the patient but was retrieved. To complete the procedure, the surgeon removed the specimen and contents. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only the specimen pouch was returned. Distal end of pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen bag is subjected to excessive manipulation or forces which causes the pouch to ultimately rip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.